Manufacturer narrative:
It was reported that the patient had reduced ejection fraction of 30% after two years of navitor implant, when compared to the prior year's ejection fraction of 55%. Information from field indicated that the decision was made for the patient to re-continue guideline-directed medical therapy for heart failure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the decreased left ventricular (lv) function/ejection fraction was actually noted on (B)(6) 2024.

Manufacturer narrative:
It was reported that the patient had reduced ejection fraction of 30% after two years of navitor implant, when compared to the prior year's ejection fraction of 55%. Information from field indicated that the decision was made for the patient to re-continue guideline-directed medical therapy for heart failure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2022, a 35mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2024, it was noted on an echocardiogram that the patient had reduced ejection fraction of 30% when compared to the prior year's ejection fraction of 55%. The decision was made for the patient to re-continue their guideline-directed medical therapy for hear failure.